Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inundation of fluid in the lower part of the shower bag was unable to be confirmed. The returned heartmate gogear shower bag (lot number unknown) was visually inspected, and no visible damage or signs of fluid ingress was observed. The shower bag was mounted in a sink and water was poured onto the bag for an extended period of time. The bag was then visually inspected and did not reveal any evidence of fluid ingress. Provided information stated that no alarms were associated with the event, the lot number was unknown, the shower bag was being used appropriately, and no other equipment was affected. The root cause for the reported event was unable to be conclusively determined through this analysis. The lot number was not provided. This product is not serialized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 instruction for use (IFU) (rev. A) and heartmate 3 patient handbook (rev. C) were available for use at the time of the event. The IFU and patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. The IFU explains that although the shower bag is moisture-resistant, it is not waterproof. The IFU warns that the shower bag must dry completely between uses. After showering, the exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. The IFU and patient handbook also provide instructions on using and assembling the shower bag. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had inundation of the lower part of the shower bag. The shower bag would be returned for evaluation. The shower bag was being used appropriately at the time of fluid ingress. The system controller was probably okay.